Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor siltex round moderate profile 225cc saline prostheses experienced left sided deflation and bilateral ptosis post procedure. The devices were explanted on (B)(6) 2019. The left prosthesis was replaced with a 350cc high profile gel implant and the right prosthesis was replaced with a 325cc high profile gel implant. Additionally, mastopexy was performed due to the bilateral ptosis. The left sided deflation was reported on 04/23/2019 under 1645337-2019-10523. On 08/20/2019 mentor received additional information and initial awareness of contralateral issues. This report relates to the right prosthesis.